Event description:
A consumer reported receiving imprecise successive readings when using a precision qid blood glucose meter. The results, when plotted on a parkes error grid fall into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.